Event description:
The customer reported that their philips information center ix (pic ix) overview station was not audibly alarming. The device was in use on a patient. There was no report of patient or user harm.